Event description:
A patient reported they were unable to test on the meter. The meter allegedly had no power. This issue was not resolved with troubleshooting and pt was tested on another meter (brand unknown) with a result of 220 mg/dl. Pt did not have any symptoms. There was no medical intervention. No further information has been reported.